Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 38 mg/dl at the time of the incident. The caller reported that the customer loses sensor contact then they go swimming for over 15 minutes. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer could not upload the pump as they got locked out of the system. The insulin pump will not be returned for analysis.